Manufacturer narrative:
The following functional tests and communication were performed: the device was sent to bench by customer. A philips bench repair technician (brt) evaluated the device and confirmed that there was no speaker sound at start up test and the device failed at manual power on test. The brt replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed, and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that device has speaker malfunction, no audible beeping. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A follow up report will be submitted once the investigation is complete.